Event description:
Pt blood glucose results of "310 mg/dl and 140 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt retested and obtained blood glucose results of 268 mg/dl and 230 mg/dl. The meter, test strips, and control solution are being replaced.